Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was emitting tones. The home monitoring equipment reported out of range impedance measurements of greater than 2000 ohms. Technical service consultant recommended bringing the patient in for a follow up appointment, and doing some lead integrity testing. The device remains implanted. No adverse patient effects were reported.